Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of ou keratitis while wearing the acuvue® oasys® brand contact lenses (cls). The pt experienced ou redness and discharge in (B)(6) 2020, the day after initial insertion of the cls. The pt visited an eye care provider (ecp), date not provided, and diagnosed with keratitis. The ecp prescribed gatiflox every 2 hours for 1 week, a lubricating eye drop, and cl rest for 15 days. The pt reported being cleared to return to cls wear. The pt replaces cls every 2 weeks, does not sleep in cls, and uses arlyt solution to clean and store cls. On 16feb2021 an email was received from the pt with attached ecp note and pictures of an os red eye. The ecp note dated 01jan2021, provided diagnosis of keratitis and hyperemia ou. No additional information was provided. On 18feb2021 additional information was received from the treating ecp. A representative of the ecp reported the pt was diagnosed with keratitis and was prescribed gatiflox every 2 hours for 1 week. No further information was available at that time. Multiple attempts have been made to contact the treating ecp for additional medical information. No further information has been received. This report is for the os event. A separate report will be filed for the od event. The suspect os cl was discarded. No further investigation can be conducted. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00s6zc was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.